Event description:
During an implant procedure, the helix of the right ventricular (rv) lead was unable to rotate properly due to the helix clip. The helix clip was replaced and the rv lead was able to be successfully implanted. The patient was stable and will continue to be monitored.